Manufacturer narrative:
(B)(4).

Event description:
Per the patient, the catheter had disconnected from the pump and had migrated into her intrathecal space to the base of her brain. The doctor wanted to leave it there, but the patient had been experiencing a lot of stiff-neck-type pain and was wondering if the catheter could be causing this. The patient was still having concerns with her device or therapy, but had not sought further help.

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8590-1, lot#: n172781, implanted: (B)(6) 2008, product type: accessory. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient came into the clinic with ¿stroke-like¿ symptoms; the patient had right-sided weakness and paralysis. A side port myelogram was attempted, but they were unable to complete it. The patient was sent for a CT scan/fluoroscopy on (B)(6) 2015 which identified that the catheter had fractured at the dorsal entry site and the distal end had migrated/dislodged. The patient was being evaluated to see if surgical removal of the dislodged piece was necessary. Per the neurosurgeon it was too risky to remove it; it was unlikely that they would be performing surgery; and he expected any issues to resolve. As of (B)(6) 2015, no surgical intervention had occurred; the patient was stable and her pain was controlled. The catheter segment was being left in the intrathecal space ¿ ¿fragment still in brain stem¿. It was noted that the intrathecal drug delivery had made a huge difference in the patient¿s quality of life. They were considering replacement of the pump if the patient¿s pain was out of control when it was refilled with saline. The patient outcome was reported as ¿recovered without permanent impairment¿. The device system was delivering dilaudid. On (B)(6) 2015 crts 3229703, patltr (con): per the patient, the catheter had disconnected from the pump and had migrated into her intrathecal space to the base of her brain. The doctor wanted to leave it there, but the patient had been experiencing a lot of stiff-neck-type pain and was wondering if the catheter could be causing this. The patient was still having concerns with her device or therapy, but had not sought further help.